Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) performed one compression and displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to the brake gap out-of-specification in which is likely attributed to a defective component. During visual inspection, the platform was examined and found a cracked front enclosure at the front-end area, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure was replaced to address the physical damage. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake gap was out-of-specification (too wide). The brake air gap is not adjustable and continues to open out of specification of (0.008"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm setscrews would not lock into the encoder shaft dimple locking wells and caused the brake to disengage. The drive train motor was replaced to remedy the error issue. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) performed one compression and displayed "system error, out of service, revert to manual CPR " on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.